Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had multiple cubies were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies had failed after medication was pulled. A field service engineer (fse) had customer open the back panel saw there were no lights on pmc (pyxis module controller)board. The fse worked with the pharmacy and ran hardware test application (hta) tests on drawers 7 and 7.2, and all tests passed successfully. The customer also inventoried both drawers, and no failures were observed. Operation was verified and confirmed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had multiple cubies were failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.